Event description:
It was reported that the patient underwent an initial hip fracture nailing procedure on (B)(6) 2015. Subsequently, a revision procedure occurred on (B)(6) 2015 due to pain from the lag screw breaking through the patient's femur head. The 100mm lag screw was removed and replaced with a new 70mm lag screw. The ar screw and end cap were also removed to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification; however examination of returned device was inconclusive.